Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed pauses during oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition, asystole, and syncope. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.